Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7, -6.0/+1.5/004 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive suprise is reported. The lens remains implanted. The cause is reported as unknown.

Manufacturer narrative:
B5 - "on (B)(6) 2022 the lens was replaced with a different model/same length lens. The problem was resolved." Should be added to initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - "on (B)(6) 2022 the lens was explanted due to refractive surprise. The lens no loner remains implanted. Patient is happy. The problem is resoved." Claim # (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).